Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string pulled out of a tampon prior to use. She did not use this tampon and inserted a different tampon. After using the tampon four to five hours, upon removal the string pulled out and the tampon unraveled and fell apart. She manually removed remaining tampon pieces. Consumer reported she felt dry vaginal irritation. Consumer's irritation resolved and she did not seek medical assistance. In a follow up with consumer she alleged she began not feeling well and had fever and vomiting. She went to the ER and was treated with anti-nausea medications, benadryl and fluids. Her symptoms have resolved.